Event description:
Complainant had heart surgery in 2006 for angiogram and had three stents placed in heart. Two of the stents were medicated to prevent the clotting, taxus express mfg by boston scientific. The third stent was unmedicated, but also mfg by boston scientific. Chest pains started in mid 2 mos later and saw dr 2 mos hence, dr performed another angiogram and found all three stents were plugged with blood clots. Complainant is awaiting for follow-up care and additional heart surgery to correct the clogged stents. Complainant is awaiting heart bypass surgery. Complainant has an evaluation pending. Doctor believes stents cause of blood clots. Complainant saw news report regarding boston scientific brand stents possibly causing blood clots and FDA investigation.